Manufacturer narrative:
A review of the complaint database determined the event was not reported to the manufacturer by the user facility at the time of occurrence. The device information including the serial number was not provided; therefore the device history records could not be reviewed. Additional information regarding the event and the device in use at the time has been requested from the user facility. Investigation results are pending the receipt of the additional information.

Event description:
A notice of legal action was received stating a claim has been filed alleging a patient injury occurred during a cataract procedure using the "stellaris laser machine". The claim alleges permanent damage was done to the patients eye through an "improper and unsafe application of power". The patient reportedly suffered a complete loss of vision in the right eye.